Event description:
It was reported the plug portion of the atlas system power cord appears burnt. The cord was deemed unsafe for use. No patient involvement was reported as a result.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.